Manufacturer narrative:
Insulin pump received with blank display and constant tone alarm due to moisture damage on electronic assembly. Insulin pump received with minor scratched display window, cracked case at display window corners.

Event description:
Customer reported via phone call that the device got splashed by the water. Device was giving a constant tone and had a blank display. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.